Event description:
The patient's vendor reported that the patient experienced elevated blood glucose of up to 500 mg/dl during the night of two consecutive days in 2009, due to insulin leaking at the infusion tubing connection to the headset. The patient changed the infusion set and insulin cartridge and blood glucose measured 160 mg/dl at bedtime on the first night, and was elevated (exact valve not provided) the following morning. The patient changed the infusion set. The patient's blood glucose measured 150 mg/dl, in the next day at bedtime, and was again elevated (exact value not provided) the following morning. The patient corrected elevated blood glucose by injecting insulin via syringe. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets were discarded. No product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Method, results: no product will be returned for evaluation.